Event description:
It was reported that the asymptomatic patient presented for device check prior to generator change. A device interrogation revealed several episodes of inappropriate automatic mode switch caused by over-sensing exhibited by the right atrial lead. During the procedure, the lead was explanted and replaced. The patient was stable.